Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
Per medical records, it was reported that on (B)(6) 2005: the underwent fusion surgery in which rhbmp-2/acs large, hydrosorb meshes, titanium implants, pre bent rods and crosslink spinal system and musculoskeletal transplant foundation allograft was used. No other information was provided. (B)(6) 2008: the patient presented with pre-operative diagnosis of l3-l4 degenerative disk disease with severe lumbar spinal stenosis and neurogenic claudication; l4-l5 foraminal stenosis and post operative diagnosis of l5-s1 foraminal stenosis. The patient underwent following procedures: left transforaminal lumbar interbody fusion at the l3-l4 level; segmental pedicle screw instrumentation from l3-s1; decompression with foraminotomies at l4-l5 and l5-s1; anterior interbody cage placement; posterior lateral lumbar fusion l3-l4; bone graft using local autograft and infuse; neural monitoring. Per-op notes patient presented with post-op pain and developed signify lumbar spinal stenosis above the level of her fusion. There was some bony overgrowth particularly over the l4 pedicle screws. Crosslink, locking nuts and the rods removed bilaterally. L4-l5 pedicle screws removed bilaterally after stimulating. There was severe hypertrophy of the l3-l4 facet and even though there had been a previous decompression there was significant bony overgrowth into the canal. There were projections of the bone into the dura itself and at one spot on the left side there was a thin spot where we could see arachnoid and just bulging out of spinal fluid from that area. The disk material was cleaned down to anterior annular fibers. Selected 7mm x 36mm boomerang cage then placed two rhbmp-2/acs sponges inside the cage and one rhbmp-2/acs sponge anterior to the cage. Impacted the cage anteriorly and then impacted local autograft behind it. Then too distraction off the l3-l4 level and compressed. Decorticated the transverse processes of l3-l4 bilaterally then placed significant amount of local autograft that was obtained out laterally with one rhbmp-2/acs sponge on the right side. No intra-operative complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.